Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that during a procedure of the proximal left anterior descending artery (lad), the xience prime stent was successfully placed in the target lesion. It was noted that during the attempt to remove the stent delivery system sds balloon resistance was met and force was used. Additionally, the 5.0 mm guide catheter slipped into the left main branch; a dissection and plaque shift occurred which blocked the left main artery and reanimation was necessary. A second xience prime sds was used to treat the dissection. The patient was reported to be fine. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.(B)(4).